Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sever stabbing pain/pain is incredible') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("have a golf size cyst on right ovary as well as a blueberry size on the left"), liver injury ("liver damage") and internal haemorrhage ("internal bleeding"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the pelvic pain, ovarian cyst, liver injury and internal haemorrhage outcome was unknown. The reporter considered internal haemorrhage, liver injury, ovarian cyst and pelvic pain to be related to essure. The reporter commented: since my body has rejected metal previously they said that a partial hysterectomy is completely logical. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. This case was upgraded from non-serious incident to serious incident. Events " liver injury and internal haemorrhage¿ was added. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sever stabbing pain/pain is incredible') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("have a golf size cyst on right ovary as well as a blueberry size on the left"), liver injury ("liver damage"), internal haemorrhage ("internal bleeding"), pancreatitis ("pancreatitis") and scar ("scar tissue"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the pelvic pain, ovarian cyst, liver injury, internal haemorrhage, pancreatitis and scar outcome was unknown. The reporter considered internal haemorrhage, liver injury, ovarian cyst, pancreatitis, pelvic pain and scar to be related to essure. The reporter commented: since my body has rejected metal previously they said that a partial hysterectomy is completely logical. Concerning the injuries reported in this case, the following one/ones were reported via social media: haemorrhage, liver injury, ovarian cyst, pancreatitis, pelvic pain and scar: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.